Event description:
It was reported that during a stenting treatment procedure stent damage occurred. During advancement of a 16mm x 2.5mm express 2 coronary stent delivery system the device would not cross the lesion. Upon withdrawal the device got caught on an unspecified guide wire and after removal stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010". During the call, the home patient (hp) reported that the hp was hospitalized for peritonitis (B)(6) 2010 until (B)(6) 2010. The hp is in the middle of moving and indicated the letter needed to be sent as soon as possible. The following additional information was received by global pharmacovigilance on 04/15/2010: the patient has a past medical history of end stage renal disease, diabetes, and kidney stones. The nurse could not remember the date the patient started on peritoneal dialysis (pd) therapy. At the time of the event, the nurse believed the patient was on dianeal pd4 ambuflex therapy. On (B)(6) 2010, the patient went to the emergency room (ER) complaining of severe abdominal pain. During the patient's ER visit, the patient's effluent was found to be cloudy (the nurse was sure cultures were done and that the patient was diagnosed with bacterial peritonitis, but could not remember the details of the culture results). The patient was admitted to the hospital the same day. Per the nurse, the patient received vancomycin intravenously and intraperitoneally and ciprofloxacin intravenously during her hospital stay. On (B)(6) 2010, the patient's effluent was clear and the patient was discharged from the hospital. On (B)(6) 2010, the patient began receiving a different antibiotic intraperitoneally (ip) daily for 3 days (the nurse could not remember the antibiotic name). On (B)(6) 2010, the patient received the last dose of the ip antibiotic. Per the nurse, the events have been resolved and were not related to pd therapy. The nurse could not say what caused the patient to develop peritonitis. The patient currently remains on pd therapy. All available information was reported.

Manufacturer narrative:
(B)(4).sample not available.

Manufacturer narrative:
(B)(4).